Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. After removing the obstruction from the speaker holes and reloading the cartridge, the alarm cleared. The customer's blood glucose (bg) was "high"; however, a specific value was not provided. The customer delivered a bolus via the pump to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.